Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 white plastic shaving coil came off as cutting tool passed through the cannula (prior to being placed in patient). Product never touched patient. Replaced kit with new one and completed case with this replacement.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 white plastic shaving coil came off as cutting tool passed through the cannula (prior to being placed in patient). Product never touched patient. Replaced kit with new one and completed case with this replacement.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: g4, g7, h2, h3, h6, h10. The device was returned to the factory on (B)(6) 2020. An investigation was conducted on (B)(6) 2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed on either the harvesting device or the cannula. The gray silicone insulation on the side of the hot jaw was observed to be peeled away. No detached silicone insulation was returned for evaluation. The heater wire was observed to be slightly flexed at the center of the hot jaw but remained attached at the base and tip. No other visual defects were observed on the harvesting device. The cannula was observed to be intact, no visual defects were observed on the cannula. The c-ring was completely in tact. The scope wash tubing and the c-ring remained attached to the cannula through the retention rib. A mechanical evaluation was performed. The harvesting device was inserted into the cannula. There was no resistance detected upon inserting the harvester into the cannula. No shavings were observed on the harvesting tip. Based on the returned condition of the device and the results of the investigation, the reported failure "particulates" was not confirmed, but was confirmed for the analyzed failures "material twisted/bent wire" and "peeled jaw" confirmed.